Manufacturer narrative:
Twenty-six (26) actual samples and seventy-five (75) companion samples were received for evaluation. A visual inspection was performed on the actual samples and all actual caps were found oppositely placed in the packaging. The returned companion samples were reviewed with no issues noted. The reported condition was verified on the actual samples; however, not verified on the companion samples. The cause of the condition was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-six (26) minicaps were found oppositely placed in the aluminum foil packaging. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.